Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred after the wearable fell off. The wearable was inserted into the arm on (B)(6) 2024, the patient was at a football game. During halftime around 4:35pm, the patient stated the wearable fell off and she couldn't track her readings. The reading before the sensor fell off was around 130 to 150 mg/dl. The patient stated she almost passed out and had a bg value of 40 mg/dl. Someone assisted the patient by unspecified means. The patient then drank gatorade and they checked her reading, and it came back around 112 mg/dl. There was no report of further medical evaluation or intervention. At the time of the report, the patient was doing good. Attempts to contact the patient for more details about the episode were unsuccessful. Data investigation could not confirm the wearable fell off. In addition, a wearable failure was found on (B)(6) 2024. The probable cause could not be determined. No additional patient or event information is available.